Manufacturer narrative:
Corrected data: b5: explant date should be corrected to 29-sep-2023. Claim# (B)(4)..

Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -9.0 into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2020 the lens was explanted due to excessive vault and a shorter length lens was implanted however it is unclear if this was performed within the same surgery. The problem was resolved. Cause of event reported as unknown.